Manufacturer narrative:
The device was evaluated at the facility by the fresenius regional equipment specialist (res). The service documentation revealed that the high flow relief regulator and the air separator assembly were replaced to resolve the issue. Functional testing was performed which confirmed that the unit was operating properly. Following the service activity, the system was returned to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the DHR record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), therefore no pt involvement. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. A supplemental MDR will be submitted upon completion of the investigation.

Event description:
The user facility reported a saline bag back-filled during recirculation mode. There was no report of pt involvement. There were no reported occlusion to the drain. A fresenius regional equipment specialist repaired the device at the site by replacing a flow relief valve. The machine was returned to service and the issue has not reoccurred.